Event description:
Aaron medical high temp cautery -#aa03-had been placed in a large sharps container in or. "On" switch to cautery activated when other heavy, larger items placed in same container in a following case causing fire with open flame and plastic container meltdown. Cautery loop tip on unit had not been removed prior to disposal.